Event description:
No reports of patient harm has occurred. Users are experiencing failures of control keypad screens. The failures make calibration and setting of alarms inoperable. The failures have been complete on some units and intermittent on others. Oxygen delivery is not affected just the calibration and setting of alarm functions are affected. Multiple failures have been reported in the nicu and in other areas as well.======================manufacturer response for air-oxygen blender, maxtec carefusion (per site reporter).======================field rep replaced several keypad screens. Units made by carefusion and part supplied by maxtec. Apparently, maxtec notified carefusion about concern in oct 2012. Carefusion took no action and did not notify our hospital. Carefusion rep told respiratory therapy dept that replacements keypad screens will be available "in a few months". Carefusion has asked that we provide serial numbers of all affected units as carefusion cannot tell what serial numbers may be affected with this problem. Both older and new units are experiencing this problem.what was the original intended procedure?accurate air-oxygen blending therapy.device #1is this a laboratory device or laboratory test?no.